Event description:
It was reported that a patient has been experiencing dizziness and fainting which is noted to be related to the vns stimulation/device. The patient's device was turned off temporarily. No other relevant information has been received to date.

Event description:
Additional information received noting that the reported dizziness now has an outcome of recovered/resolved.

Event description:
Additional information received noting that the reported dizziness and fainting now have an outcome of recovered/resolved. Both events are noted to be possibly related to stimulation but not related to the presence of the device.

Event description:
Additional information received noting that the reported fainting was updated to be no longer reportable as it was assessed as being not related to the implant procedure and device and noted to be unlikely related to stimulation.

Event description:
Additional information received noting that the fainting is now being assessed again as being possibly related to stimulation.